Event description:
Same case as: 2134265-2009-01523. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the very calcified left anterior descending (lad) artery. The lesion was predilated with a 2.0x9mm maverick balloon. The physician attempted to place the 2.50x20mm express2 bare metal stent, but was unable to cross the lesion. Upon removal, stent damage was identified. Then the physician performed additional dilations with a 2.5x9mm balloon. The physician attempted to place the 2.50x12mm express2 bare metal stent, but was unable to cross the lesion. Upon removal, stent damage was identified. The physician predilated the lesion again and attempted to place a 2.25x12mm express2 bare metal stent. The physician was pushing with force but was unable to cross the lesion. He attempted to place the stent again with a buddy wire, but was unsuccessful. When the stent was removed he noticed a shaft kink. The physician predilated once again with a 2.5x9mm maverick balloon. The procedure was complete with an unknown 2.25x8mm stent. No patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.